Event description:
It was reported that during a laser photovaporization of the prostate procedure, the laser was shooting out from the front and not the side after 44 minutes of fiber use. The fiber was exchanged and the second fiber was used to complete the procedure without clinical consequences to the patient.